Manufacturer narrative:
B.1 added selection as it was inadvertently omitted from the initial report that was submitted. H.6 code a141101 was reported incorrectly on the initial report that was submitted. The code has been changed to a141101. H.11 added instructions for use as they were omitted from the initial report that was submitted. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock, section: potential adverse events (united states), ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ h.6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: no product returned. Purge leak- after four days on support, visible purge leak occurred at the distal end of the purge filter. Two days later, the registered nurse stated the leak was no longer visible. The cause of the purge leak was a visible leak found on the distal end of the purge filter; however, the cause of the leaking could not be determined due to no product returned and insufficient clinical details. Patient symptoms - pain + thrombocytopenia: the causes of the patients access site pain and thrombocytopenia were not determined due to insufficient clinical details. Device history review: the pump passed all post sterile inspection checks.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. It was reported that the patient was admitted to the hospital a week prior to impella support for initiation of milrinone. The day before impella support was initiated, the patient acutely decompensated and required cannulation for extracorporeal membrane oxygenation (ECMO) and mechanical ventilation. It was suspected that the patient was in septic shock from an infected pacemaker site infection. A transesophageal echocardiogram was performed, and it revealed a severely dilated left ventricle, spontaneous echocardiographic contrast in the left ventricle, aortic valve not opening, and severe tricuspid regurgitation and aortic insufficiency. The patient was then emergently placed on an impella 5.5 the impella 5.5 was placed, and support was initiated without complications, and the pump power level was increased to p6 with lower flows and spontaneous echocardiographic contrast in the left ventricle noted. The following day, the patient was extubated and decannulated from ECMO. The patient was noted as stable. Three days following, the patient was positive for heparin induced thrombocytopenia. Heparin was removed from the purge solution, and the patient was switched to agratraban. Three days later, it was reported that there was a viable purge leak at the distal end of purge filter. A plan was made to monitor purge flow and pressure for any changes. Two days later, there was a report there was no active purge fluid leaking from the purge filter. It was noted there were a few bubbles visible around the filter, but no further leaking. Purge pressures were noted to be normal, and the purge flow was noted to be stable. The patient reported pain at the impella insertion site, and a plan was made to do a bedside washout of the impella site. It was noted that the previous day the jp drain at the site was removed. Heparin was withheld for preparation of the washout. The device was subsequently weaned and explanted successfully during surgery for a durable left ventricle assist device implant.

Manufacturer narrative:
A.4, a.5 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.